Event description:
An optometrist reported a patient who described symptoms of ocular migraine at one month lask post-operative visit. Reporter indicated co-management physician noted diffuse lamellar keratitis (dlk) of the right eye though no signs were noted at visit. At visit patient complained of blurry vision at a distance. Add'l info from reporter indicated reported issues resolved with treatment (unspecified). This report is for the right eye, and add'l report will be filed for the left eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).